Event description:
It was reported that the pt unit (ventilator) was unsecured and it fell of the mobile cart when it was moved. During the fall of about 70cm, the control cable was torn out of its connection. There was no pt involvement or person injury. (B)(4). Ref MFR report 8010042-2013-00110.